Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion sets leakage event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information available.